Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va09e62, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient had painful and uncomfortable stimulation. It was indicated that the patient had a replace ment/revision a day prior to this call. Patient stated her lead had moved but it was unclear if system was revised or if it was completely replaced. Patient was in "agony" due to stimulation sensation and the pain from the surgery. It was noted that the therapy was on and patient was on program 1 at .5v. Patient turned stim off and this stopped the sensation.

Event description:
Additional information received as patient reported that first implant was replace due to leads moving not due to normal battery depletion. Ins was removed on (B)(6) 2016. Patient was not happy to be on second implant. Patient had issue with stimulation during the call for airport security guidelines but did not like to give all the information. Patient was asked that if the new ins and lead was working correctly then patient stated that it was too soon to tell.

Manufacturer narrative:
Product ID 3889-28 lot# va09e62 implanted: (B)(6)2013 explanted: (B)(6)2016 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they had a lead migration 3 years ago and the patient did not feel the device at all when that occurred. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.